Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# va2ntdt020 implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Implant dates for the lead and ins provided. The event is ongoing after reprogramming, unknown if further actions will be taken at this time.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, lot#: va2ntdt020, product type: lead section d information references the main component of the system. Other relevant device(s) are: ubd: 09-sep-2026, UDI#: (B)(4) h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider [hcp], clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient cannot increase with his remote control and experienced loss of paresthesia. Patient came into the clinic on the (B)(6) 2024 to check the system. Plots 0-6 and 7 were over 40,000 ohms, high impedances. Imaging was performed to know if there was or not a migration but actually no result. The hcp found something with only the second lead 8-15 and so reprogrammed the device to try until "next control." Outcome was ongoing. Etiology was a casual relationship with the device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the signs and symptoms were updated noting that on (B)(6) 2024 they did new programming and "he fell again on his 2 legs and the low back" he was happy. They also did a "rx" (understood to mean x-ray) to be sure that there is no migration. Diagnostic methods were updated as a diagnostic type of patient reported and the results were that they asked to change the programming and they found "all as he wanted". The date of test was listed as (B)(6) 2024. Diagnostic type of imaging was also reported for (B)(6) 2024 with results stating to be sure that there was no migration they made a "rx" (taken to mean xray) and no migration seen. Intervention was updated with neurostimulator reprogramming on (B)(6) 2024. The outcome was updated from ongoing to resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that no actions have been taken since the reprogramming on 2024-may-29.